Event description:
It was reported that during a meniscus repair procedure, t1 and t2 were deployed simultaneously. T1 was removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) curved needle delivery system device returned. The complaint stated: ¿t1 and t2 were deployed simultaneously.¿ t1 and a partial segment of suture were returned. Two ends of suture were ripped where t2 would be located. The depth limiter was attached. There was no signs of needle damage. The device cycled or actuated as expected. There were no symptoms that point to simultaneous deployment.